Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer, results of legal manufacturer investigation, and to correct h6 codes (component code and medical device problem code). The customer later confirmed the scope was cleaned, disinfected, and sterilized before returning the device for evaluation. The customer video scoped the inside of the channel and saw what they thought was debris that could not be cleaned. They thought it looked like glue in two different shades around the bending section seam. Customer reported it could be a harbor for biologicals and could possibly glue that seeped through during the manufacturing/repair process. Additionally, it was reported to be no delay in the start of pre-cleaning, and the nozzle was flushed with water, air and detergent solution. The device was presoaked in the detergent solution and wiped with a lint-free cloth. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer¿s investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. Black spots were found in the forceps passage [instrument/biopsy channel]. The following additional findings were also noted: chip on the distal end of the device, peeling of cement on objective lens, one echo signal missing on the ultrasound image, and a pin hole in button one and on the control body. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported, that the evis exera ii ultrasound gastrovideoscope working channel had a dark spot. Possible glue joint or containment. And has been processed several times. The issue [foreign material] was found during reprocessing. There were no reports of patient or user harm associated with this event.